Manufacturer narrative:
User dispensed over 12 unscheduled pills by pressing the dispense button repeatedly. The following day, a caregiver took the user to the ER. Per user's caregiver, user is expected to make a full recovery. Per the device instruction manual, the device is not intended to replace an attentive caregiver, should one be required by the user. The user's caregiver did not set up a caregiver account, which would have alerted the caregiver with an app notification when the first unscheduled pill was dispensed by the end user. The event was caused by user error, in that the redundant means to prevent or mitigate this type of event - dispensing multiple unscheduled medications - were purposely not utilized by the patient's caregiver who set up the device.

Event description:
User dispensed over 12 unscheduled pills by pressing the dispense button repeatedly. The following day, a caregiver took the user to the ER. Per user's caregiver, user is expected to make a full recovery.